Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with amikacin and vancomycin as empirical treatment for the peritonitis (no further details). The amikacin was changed to meropenem and five days later the meropenem was discontinued and ciprofloxacin was started due to no improvement. Seven days after hospital admission, dianeal therapy was discontinued and the patient was switched to hemodialysis. Ten days later, the patient passed away. The cause of death was reported as due to intravenous coagulation. It was reported an autopsy was not performed. The patient was not recovered from the peritonitis event. No additional information is available.